Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity was moderate with unknown calcification. 7 months post stent graft implantation a request for a talent aortic cuff was requested. The CT demonstrated that the proximal portion of the stent graft has migrated distally with no evidence of endoleak. The aortic neck has had disease progression with expansion of the aortic neck from 28 mm to 33 mm. The patient is not a surgical candidate due to patient's age, health status and co-morbidities. The physician implanted two talent aortic cuffs. No additional clinical sequelae were reported.